Event description:
The customer stated that wbc results were running 30 - 40% lower on the cell-dyn 3000 for both patient samples and qc compared to results from a cell-dyn 3500. Although wbc results were observed to be lower, one patient sample that previously generated a hemoglobin result of 9.7 g/dl on the cell-dyn 3500 generated a lower value of 7.5 g/dl on the cell-dyn 3000. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was conducted which included a review of the complaint text and data, a review of labeling and a review of the complaint trending systems. On (B)(6) 2009, the field service representative (fsr) confirmed that the wbc count was low on the cell-dyn 3000 analyzer. The fsr noticed that there was more wbc lyse solution in the wbc chamber than the syringe stroke due to poor opening and closing of the v45 valve; therefore, the v45 valve was replaced. Additionally, the fsr checked the diluent quantity and confirmed the woc cv percent and indicated no problem was found. After the service was performed, the controls and specimen values were correct and the instrument was performing within specification. The cell-dyn 3000 system operator's manual under section 10, troubleshooting, page 10-1, provides instructions for identifying, troubleshooting, and correcting instrument problems. Instructions are also provided for obtaining technical assistance from abbott diagnostics customer service. Section 5, operating instructions, daily shutdown, page 5-79, states to set the timer control that periodically opens all of the solenoid valves to prevent pinched tubing. A review of the complaint trending system (B)(6), 2009 did not reveal any adverse trends. Based upon the investigation, it has been determined that the cell-dyn 3000 analyzer, list number 91325-01, (B)(4), is performing as intended. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.